Event description:
Bilateral augmentation done in 1982 to help with ptosis. Silicone gel implants were used. Pt suffers from back pain, bra straps grooving, shoulder pain and intertrigo for 5 yrs. Implants replaced 1984. Pt has osteoarthritis in neck and shoulders, gastritis, and bilateral capsular contractures. Bilateral capsulectomies and removal of implants was done on 10/31/96.